Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5165842.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was capped due to an unknown issue. The patient condition was unknown.